Event description:
During a left shoulder arthroscopy rotator cuff repair of supraspinatus tendon using the concept suture passer needle with the suture passer, and after successfully passing the same suture needle 14-15 times, the needle became jammed inside the passer in the "advanced" position while the surgeon was grasping a piece of tendon. This resulted in the white tab of the suture passer needle (used to insert/remove the needle from the passer) snapping off the needle when the actuator on the suture passer returned to its starting position. The suture passer was caught inside the joint, and the needle was jammed with a piece of tendon caught within the two jaws of the suture passer. As a result, the suture passer trigger would not advance and the needle would not come out of the passer. After 3 to 4 minutes manipulating the device to try and free the tendon, but that was unsuccessful. The surgeon also attempted to pull the needle out of the passer, but that too was unsuccessful. The surgeon finally elected to pull the device out by ripping through the tendon, resulting in a new tear on the tendon. The surgeon repaired the torn tendon (side-to-side repair) using another identical suture passer and a new needle, along with one additional poplok anchor, which was attached to the bone as per normal procedure. As reported, other than a 15 minute delay, the procedure was completed as planned and the patient recovery appears to be as otherwise expected for this type of rotator cuff repair procedure.

Manufacturer narrative:
Conmed received the suture passer with the referenced suture passer needle stuck inside for evaluation on july 1, 2014. The suture passer and its needle were forwarded to the vendor engineering manager for evaluation and inspection input. The evaluation reported from the manager indicated that visual inspection of the returned suture passer found a damaged suture passer needle stuck inside the passer. The report confirmed the white tab (used to insert/remove the needle from the passer) was broken off and missing from the shaft of the needle, and the tip of the needle had also broken off at the suture capture slot. The evaluation report further stated that once the suture needle was removed from the passer, testing found the returned suture passer performed as intended with no abnormalities or problems noted. A review of the device history record could not be performed as the lot number of the involved suture needle was not provided. In addition, a two-year review of the device complaint history shows there have been no serious injuries and/or similar reports received. The suture passer and needle were released for sale in aug-2010 and the use of this product is technique dependent. Based on available information and the evaluation findings, it is believed that the most probable cause of this reported incident is user related. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the user the following warnings: whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If the suture passer needle is not fully retracted, the suture passer will be difficult to remove from the tissue and the retriever mechanism will not have hold of the suture. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle damage/breakage and unintentional patient injury may result.

Manufacturer narrative:
Conmed received the suture passer with the referenced suture passer needle stuck inside for evaluation on (B)(4) 2014. The suture passer and its needle were forwarded to the vendor engineering manager for evaluation and inspection input. The evaluation reported from the manager indicated that visual inspection of the returned suture passer found a damaged suture passer needle stuck inside the passer. The report confirmed the white tab (used to insert/remove the needle from the passer) was broken off and missing from the shaft of the needle, and a review of the device history record could not be performed as the lot number of the involved suture needle was not provided. In addition, a two-year review of the device complaint history shows there have been no serious injuries and/or similar reports received. The suture passer and needle were released for sale in (B)(4) 2010 and the use of this product is technique dependent. Based on available information and the evaluation findings, it is believed that the most probable cause of this reported incident is user related. To reduce the risk of patient injury, the product's instructions for use (IFU) provides the user the following warnings: -whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. -if the suture passer needle is not fully retracted, the suture passer will be difficult to remove from the tissue and the retriever mechanism will not have hold of the suture. -do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and breakage of the needle, which may cause possible patient injury. -if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. -if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. -avoid lateral stresses to the instrument or device function may be compromised. -do not use if parts are broken, cracked or worn, or device function may be compromised. -if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle damage/breakage and unintentional patient injury may result.